Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of guide wire / needle difficulty was not confirmed. One guide wire inserted through a 21 ga x 1 1/2" introducer needle was returned. The guide wire had a slight bend 4 cm from proximal end but was not kinked. No defects or anomalies were observed on the needle. The manufacturing records indicate that this product contains a guide wire with an outside diameter of .432/.457 mm and a length of 454 +/- 4.8 mm. The guide wire length was measured at 505 mm. The outside diameter was measured at .465. The returned wire does not match the wire provided in cs-15553-e kits. No additional information could be obtained regarding the sample discrepancy. The needle cannula drawing specifies the inside diameter at .0225 / .0240 inches. Using pin gages, the ID was measured at .023 inches. The returned guide wire was inserted through the returned needle without resistance. A device history record review was performed and did not reveal any manufacturing related issues. Since it appears that the returned spring wire guide is not the one provided with the kit, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR # 1036844-2016-00277.

Event description:
It was reported the procedure was being performed on a (B)(6) yr/old patient in the theatre. The physician used the second kit and gained access to the patient's right subclavian vein with the introducer needle. The physician then started to thread the guide wire through the introducer needle but encountered resistance. He then removed the introducer needle, leaving the guide wire in situ, and made use of the dilator to dilate around the access point. He then attempted to thread the central line catheter over the guide wire into the subclavian vein but could not because of the kinked guide wire. As a result, the physician removed the guide wire and catheter from the patient and used a third kit to complete the procedure successfully. They do not know if this caused a delay in treatment and there was no patient death reported.